Event description:
A peritoneal dialysis (pd) patient's contact reported a blank screen on a cycler during unknown phase or step. After pressing ok, stop and touching the screen it remained blank and no sounds were made when being pressed. After rebooting the cycler it remained blank. Therefore, the technical support representative issued a cycler replacement and advised the patient to discontinue using this cycler. There was patient involvement, however there was no harm or adverse event reported. Additional information was requested, but none was received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were not visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2230 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Touchscreen test passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were not discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Manufacturer narrative:
Correction: d.10.

Event description:
A peritoneal dialysis (pd) patient's contact reported a blank screen on a cycler during unknown phase or step. After pressing ok, stop and touching the screen it remained blank and no sounds were made when being pressed. After rebooting the cycler it remained blank. Therefore, the technical support representative issued a cycler replacement and advised the patient to discontinue using this cycler. There was patient involvement, however there was no harm or adverse event reported. Additional information was requested, but none was received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.